Manufacturer narrative:
The potassium electrode lot number is bbg81, with an expiration date of 05-oct-2025. A field service engineer (fse) determined that the vacuum nozzle was failing due to poor suction, causing fluid to be left in the mixing vessel. The fse replaced the sipper nozzle, vacuum nozzle, and pinch tube. They ran 5 cycles of primes and 20 cycles of ion-selective electrode checks. He successfully completed a 21-cup precision check. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of a questionable potassium electrode result from the cobas e 402 analytical unit. The initial result was 7.73 mmol/l, and the repeat result was 3.90 mmol/l. The repeat result was deemed to be correct. The customer repeated the sample because they found the initial result to be high. The result was not released outside of the lab.